Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg. High impedance was also noted. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was having difficulty charging the ipg. High impedance was also noted. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.